Event description:
(From complaint tw# (B)(4)). "The balloon burst upon insertion through guide catheter. There were six successful inflations. The balloon burst on the seventh inflation." Additional info was provided from the customer:

Manufacturer narrative:
Device is available for return, but has not been returned as of (B)(4) 2006. A device evaluation will be performed once device is received, and new codes will be provided.